Manufacturer narrative:
The device referred to in this report has not been returned to olympus for eval. The exact cause of the reported event could not be conclusively determined at this time. Olympus will continue to work with the user facility to obtain more detailed info regarding this report, and if new info is received at a later time this report will be updated. This type of teflon pad damage can result from continuous activation of the output without tissue between the probe and the grasping section. Please cross reference: 2951238-2015-00159, 2951238-2015-00162, 2951238-2015-00161.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy procedure, the teflon pad became detached from four different thunderbeat hand pieces. The procedure was successfully completed using a fifth similar device. There was no pt injury reported. Olympus followed up with the user facility to obtain additional info via telephone and in writing regarding the reported event but with no results. This is one of four reports.